Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after changing the lead polarity on this right ventricular (rv) lead, the lead ceased pacing and sensing in both unipolar and bipolar configurations. The patient has an intrinsic ventricular escape rhythm. The patient was hospitalized. A chest x-ray confirmed a lead fracture. Surgical intervention was performed and the lead was surgically abandoned. Besides surgical intervention, no adverse patient effects were reported.